Event description:
The customer reported that the device would not seal properly. When the surgeon removed the device from tissue a clot came off as well. However, the device was not reported to have stuck to tissue and there was no bleeding. There was no pt injury. No further info was available from the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.